Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by inappropriate use of a meal announcement leading to more insulin delivery administered relative to the user's need. The user's medical history creates challenges for the user's independent use of the ilet. Reported trouble with dexcom g7 connectivity per case notes and disconnection from the cgm for about 1.5 hours on the bionic report immediately prior to the hypoglycemia likely contributed to the severity of the event. Limited access was set up over the phone with the care provider and the agent and alternative cgm therapy option was discussed (fsl 3+).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/12/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user's mother reported that the user experienced a severe hypoglycemic event the previous night, with a low blood glucose level of 29 mg/dl. The user's dexcom continuous glucose monitor (cgm) had lost connection, and upon reconnecting, the user's bg continued to drop. The user's mother believes the meal announcement may have been an attempt by the user to silence the low alarm, but the meal was announced instead. Due to frequent disconnection issues, the user is being switched to a libre 3 plus cgm. The user's bg remained low for about 30 minutes, and they corrected the low with glucagon and apple juice. The device did give alerts for low and urgent low. The mother reported the user experienced a couple of seizures but did not lose consciousness, and their bg returned to range after about 45 minutes. No professional medical intervention was required, and the user's mother assisted with feeding the glucagon and juice.